Manufacturer narrative:
Distributor instead of user facility as report source. Device evaluation: the lens was returned in the case/vial; visual inspection found fibers on lens surface but no visible damage to lens (B)(4).

Manufacturer narrative:
PMA/510(k) number: na - this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5 12.6 implantable collamer lens, -10.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.